Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the hypotube was kinked at 555 mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination found that the wire lumen was damaged and bunched at 6 mm distal to the bi-component bond. The bi-component bond showed no signs of damage or strain. As part of the device analysis a recommended size product mandrel was advanced through the tip and wire lumen; however, resistance was encountered where the wire lumen was damaged. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 4.00x12mm promus premier stent was selected however it was noted that the mandrel was hard to removed from the device and the stent was stuck on the wire. The device was flushed and the wire was wiped. The device was never placed in the patient. The procedure was completed using a different device. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. A 4.00x12mm promus premier¿ stent was selected however it was noted that the mandrel was hard to removed from the device and the stent was stuck on the wire. The device was flushed and the wire was wiped. The device was never placed in the patient. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).